Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had spots of rust on turning ring and coupling cone. It was further reported that the trigger jammed when pressing and did not return when released. It was further noted that the trigger components were worn, foreign substance found inside coupling cone and turning ring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill had rust on it. It was reported that the rust was discovered upon receipt of the devices from an educational workshop. During in-house engineering evaluation, it was observed that the trigger jammed when pressing and did not return when released. It was further noted that the trigger components were worn, foreign substance was found inside the coupling cone and turning ring. This reported event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.